Event description:
Boston scientific received information that this right atrial (ra) lead had displayed out of range impedance measurements less than 200 ohms triggering the lead safety switch (lss). In addition noise and oversensing was also observed. There were no adverse patient effects reported. The lead was capped and replaced successfully.

Manufacturer narrative:
The lead was surgically abandoned and will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.